Event description:
Noise was detected on (B)(6) 2020. The patient was on a life vest until the lead was explanted and replaced on (B)(6) 2020. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 15 and 56 cm distal to the is-1 connector pin. A proximal, medial and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. During the visual inspection, it was found, that in the segment leading from the svc shock coil df-1 connector, the insulation was broken from the connector. This damage is not assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The rv shock coil was found covered in calcified tissue. The analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. Further damages like the deformed rv and svc shock coils, as well as the fracture of the cable leading to the ring electrode and the from the distal fragment retracted insulation of the medial fragment most likely occurred during the extraction procedure due to tensile forces. Cuts into the insulation of the medial fragment most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.